Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 586 mg/dl. The customer was admitted at (B)(6) hospital on (B)(6) 2014. The cause of the patient hospitallization as per health care provider was hyperglycemic and dehydration. The customer was treated with IV and potassium, also received an IV insulin drip. The troubleshooting was performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.